Manufacturer narrative:
The manufacturer previously reported a patient expired while on a trilogy device. The device's error log only was received by the manufacturer for review and analysis. The device has not been returned to the manufacturer for evaluation. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. The event log indicates several low tidal volume alarms and low minute ventilation alarms which were recognized by alarm reset keypresses. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. Based on the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant time frame and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while on the trilogy device. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.